Event description:
A (B)(6) distributor contacted zoll customer support to report that a (B)(6) patient's charger/modem was displaying "charger problem". The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon evaluation, component u14 (high side current sense amp) was shortened on the bedside board. The cause of the battery charger problem was the shortened component. The cause of the shorted component was unable to be positively determined. No adverse event resulted from the defective component. The patient received a replacement charger/modem.